Event description:
Implant date: 1993. Revision surgery on 3/23/95 to extend level of fusion. Revision surgery on 10/27/95 to repair pseudoarthrosis and replace device. Explanted in 1997 due to pseudoarthrosis at which time some of the implants were found to be "loose".